Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.

Event description:
The customer installed a new vent head assembly for the cell-dyn sapphire analyzer and the next day, noticed the probe was bent. The customer replaced the probe and vent head assembly again with no errors or probe bending since the installation. The customer was sent a replacement probe and vent head assembly. The customer confirmed the issue was resolved with the replacement of the probe and vent head assembly. There was no impact to patient management.